Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 100 mg/dl. Tandem technical support assisted the customer with resetting the pump. Pump then showed a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Pump was reset to resolve cgm error and insulin delivery was resumed.